Event description:
It was reported that prior to the procedure, during device preparation, the yellow protective sheath could not be removed from the 3.50x12 nc trek rx dilatation catheter. The device was not used and there was no patient involvement. A new same device was prepped and used successfully. There was no clinically significant delay in the procedure due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.